Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 had an alarm 316 blower failure and alarm 401 inspiration valve or device leaky. Also, in the display it shows a blue mark and scratches on the screen. At this time, there was no information regarding patient involvement.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue. Alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason (blower pressure too low or not stable). Root cause of failure was determined due to defective moog blower unit. "